Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient had been having pain at the lead incision site. It was reported that the patient had seen a doctor and was informed that the incision was well healed. There was a report that the patient had an appointment with their physician in the next week. The rep reported that the patient did not need any reprogramming. Pain was reported to be in their back which was considered to be a sudden change in therapy or symptoms. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.